Event description:
It was reported that the physician was planning to stent the right renal artery and after cannulating the vessel successfully he attempted to advance the stent through a 6 fr cook sheath. As the stent neared the end of the sheath the physician noticed that it was no longer within the markers of the balloon. He removed the catheter and stent.

Manufacturer narrative:
On completion of the evaluation a follow up report will be submitted.